Event description:
It was reported that while the patient was in the office for a routine visit, real-time far field r-wave oversensing was observed on the atrial lead. It was also reported that the far field r-wave oversensing subsided after the device testing. Sensitivity was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.